Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th july, 2022 getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, covers detached from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista standop 600. As it was stated, covers detached from the spring arm. There was no injury reported, however, we decided to report the issue in an abundance of caution as any parts falling off into a sterile field or during a procedure may cause contamination. According to the information provided by the getinge technician, the device has been repaired by the replacement of faulty parts - dust cover (hm56053311) and rear cover (ard367501900). It was established that when the event occurred, the surgical light did not meet its specification due to the detachment of the spring arm¿s covers, which contributed to the event. The provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment or diagnosis. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at the manufacturer¿s site, the described event happened due to inappropriate use. In order to prevent damages, the operating manual includes (01781 rev. 16, page 61) instructions to pre-position arms prior to use. Additionally, users are requested (01781 rev. 16, pages 38-42) to pay attention to cracks in plastic parts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendations had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.